Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The lesion was located in a vein graft of the diagonal artery. A non-bsc embolic protection catheter was placed proximally in the vessel as there was a lot of thrombus. A 4.0x24mm promus element was implanted at 18atm for 10 seconds with a good angiographic result. When the protection catheter was withdrawn, it caught in the proximal end of the stent causing it to become significantly shorter proximally. The patient was stable and no further complication has been reported.

Manufacturer narrative:
The device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)